Event description:
Boston scientific received information that during a recent interrogation of this device it was noted to be in storage mode. Boston scientific technical services (ts) was consulted and suggested that since there were some fluctuations on voltage measurements an magnetic resonance image may have been done to the patient as some time during the life of the implant, and suggested at this time the patient is unprotected from the device and immediate change out is necessary. The device was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.